Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 882360 with an expiration date of 30-sep-2026. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) decontaminated the entire fluidics system. The module was operating within specification. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 6000 c501 module. The initial result from the c501 module was 10.56 mg/dl. The repeat result was 10.00 mg/dl. The repeat from a c303 module was 8.09 mg/dl.

Manufacturer narrative:
The c501 module serial number was (B)(6). Section e1, initial reporter email was provided as (B)(6).